Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 13 mg/dl while wearing the pod. The patient had been found unconscious. The patient had was given a glucose shot but had could not keep it down. An ambulance was called for the patient. Once at the hospital the patient was diagnosed with hypoglycemia as well as hypothermia. The patient was wrapped in warm blankets and treated with intravenous fluids. The patient was able to remove the pod. The patient was at the hospital for 5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.